Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure, a hematoma developed at the vascular access site, accompanied by active bleeding at the puncture site. The hematoma extended above the puncture site to the right flank, and another hematoma was observed in the right groin crease extending to the inner thigh. Bruising was noted on the scrotum. Computed tomography scan identified extravasation measuring 20 x 20 mm at the puncture site in the right common femoral artery. Manual compression was applied for five minutes, and ultrasound-guided compression was performed as intervention. No further patient complications have been reported as a result of this event. It was later reported that the active bleeding at the access site required multiple rounds of manual compression for five minutes and a bandage was worn for 24 hours. The patient was diagnosed with a false aneurysm and an arteriovenous fistula without any signs of severity. The false aneurysm clotted over on its own. The patient was hospitalized for ten days and was noted to have recovered.